Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, a drop in battery voltage was observed on the device. The physician alleges premature battery depletion as the cause. Technical support was contacted and confirmed premature battery depletion on the device. Device replacement is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device was received from the field with battery voltage having reached end of life. Device could not establish telemetry and device image could not be saved. Longevity assessment was performed and the device was found to have premature discharge of battery. The device was cut open and high drain current on the hybrid was noted. Further electrical and mechanical testing was performed and high current was confirmed consistent with an integrated circuit anomaly. The reported event of premature battery depletion was confirmed.

Event description:
Additional information received indicated that the device was explanted to resolve the event. The patient was in stable condition.